Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that while running controls on the act diff instrument, it was noticed that the white blood cell (wbc) bath had overflowed and was full of dry crystallized fluid on the rim. Customer was initially running quality control (qc) and observed l flags on the high and normal controls for the act diff instrument. Further review of the qc data for all 3 levels of controls showed that all parameters were recovering low. This occurred prior to observing the leak. No injuries were reported and no erroneous patient results were generated. Customer technical specialist (cts) assisted the customer with troubleshooting. Cts advised the customer to perform a bleach bath procedure followed by 3 startups to further clean and clear the baths/lines. The customer was instructed to verify with controls. This resolved the issue and no further problems were reported.